Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient had forgotten his extra set of charged batteries at home, ignored the yellow battery alarm, ran out of battery charge and experienced a pump stop for an unknown period of time. It was thought that the pump may have been stopped for between 5 and 15 minutes. The patient went to the clinic for device interrogation, labs and an echocardiogram. The patient reported feeling fine and was not symptomatic. The lab and echocardiogram results were reported to be unremarkable and it was reported that the lvad seemed to be functioning appropriately. Log files were sent to the manufacturer's technical services for review and the data log confirmed that the battery power had run out and a pump stop occurred. The exact amount of time the pump was off was not able to be determined as the system controller resets the time stamp to zero when all power is lost. The pump returned to its normal parameters once power was restored via the power module. At the time of the log file retrieval, the pump was running at a set speed of 9200 rpm, with a low set speed of 8600 rpm, power at 6.1 watts, flow 4.6 and average pulsatility index at 6.2.

Manufacturer narrative:
Approximate age of device - 3 years, 5 months. The patient remains on lvad support with no further issues reported. A review of the device history record revealed the device met applicable specifications. It was reported that the patient had left additional charged batteries at home and allowed the device to run out of power. No further information is available. The manufacturer is closing the file on this event. Placeholder.